Event description:
Brakes were not holding and would ratchet from side to side. No injury alleged.

Manufacturer narrative:
Technician found the brakes were not holding and would ratched from side to side. Bed found outside ICU in hallway. Replaced all brake and steer casters to resolve this issue.